Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began approximately 3 weeks ago prior to contacting lfs. The patient reported blood glucose readings of "277, 117, 115 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. Around the same time the alleged issue began, the patient indicated she developed symptoms of blurry vision. In spite of her symptom, the patient stated she did not seek medical treatment. At the time of troubleshooting, the cca noted the results obtained were from the same approved sample site, the subject meter's unit of measure was set correctly, the patient's testing procedure was correct, and the test strips were in good condition; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, his complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter, and reportedly developed symptoms suggestive of severe a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.